Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to subscap failure. The case report form indicates the event is unlikely related to the devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. This MDR is to be voided as the device was logged in error and is not part of the complaint.

Event description:
Revision due to subscap failure. The case report form indicates the event is unlikely related to the devices and definitely related to procedure. This event report was received through clinical data collection activities.